Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a hypoglycemic event, waking up to an alert from the ilet showing a bg of 53 mg/dl. A manual test by the user's wife confirmed a bg of 37 mg/dl. The wife administered a small pepsi and toast to correct the low, and by the time of the call, the user's bg had risen to 93 mg/dl. The user experienced difficulty communicating and did not remember the initial test. The user also reported their freestyle libre 3+ cgm had stopped reporting bg values.